Event description:
It was reported that during a laparoscopic gallbladder procedure, some clips were malformed (the ends were crossed like a scissors). Surgeon continued procedure with same instrument. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. A liberte' 3.5x16mm bare metal stent was unpacked and the distal end of the stent was submerged in saline solution and the cover was removed with the guide wire. Upon inspecting the stent, it was noticed that two of the distal stent struts appeared to be "shrunk and no defect was noticeable to the tact." A different device was used to complete the procedure. No patient complications were reported and the patient's status is reported as stable.

Event description:
The lay user/pt contacted lifescan alleging the meter displays "error 1" message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.